Event description:
The manufacturer received information alleging an issue related to a dreamstation auto bipap device's sound abatement foam. The patient has alleged particles coming thru tubing, coughing and shortness of breath. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. There has been no communication from the customer on the return of the device. At this time, philips is not able to fully investigate this complaint. If any additional information is received, a supplemental report will be filed.